Event description:
In 2/90, accessory mount fell to the floor, necessitating its replacement. Hosp paid $3,615.00 for the new accessory mount. MFR attributed the incident to operator error. On 6/12/92, letter is received from co advising of FDA recall to correct "difficulties with the latches which secure various components of the system, attached to the head of device. Included in these problems have been a limited number of incidents in which a component of the system has come off and fallen to the floor." MFR designed 3 modifications as a part of the recall and installed them at no cost to the user. Rptr's records showed installation of only two undetailed modifications, whereas MFR's records showed 3. Modifications include: changed metal used in wedge tray, modified wedge tray latch mechanism, and changed metal used for latch point on accessory mount. On 2/10/93, unsecure latch fastening allows accessory mount to fall to the floor once again. On 2/15/93, MFR's svc rep installs a new wedge mount assembly, including a new accessory mount latch mechanism. In addition, a new accessory mount was provided at no cost. Rptr determined that the 3 modifications do not address the cause of the incident, and advised the MFR. MFR advises that an internal incident report has been filed but any further action on this issue would have to be initiated at the corporate level. It appears that after repeated uses, the harder metal of either the latching mechanism's arm within the wedge mount assembly, or the accessory mount rails, deforms the softer metal of the wedge mount itself around the latching mechanism's arm, which prevents the latching mechanism from fully engaging, and thus causing the accessory mount to fall off.